Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional via a manufacture representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient was having pain at the generator site. The healthcare professional was trying to work with the patient over the phone to find out if surgery would be needed. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the manufacturer representative (rep). It was reported that the patient had surgery on (B)(6) 2020 and the ins was removed due to a potential pocket infection. The hcp is running a culture test on the device. It was stated that the lead is still in body with the hope of being used after infection is gone. No further complications were reported.